Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result for one patient on the architect c4000 analyzer. The following data was provided sid (B)(4): initial 114, repeat 138, 139 mmol/l. The patient experienced a delay in the medication losartan hct, but no further impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the sample probe (ln 01g48-03) and arc c8k reagent probe (ln 01g47-03) was identified as the devices failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.